Manufacturer narrative:
On sep 28, 2021 the customer returned device for an alleged that pump has a33 alarm and a21 alarm and drive support cap not normal. Device passed the displacement test and rewind test. However, device unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm and pump error alarms. The device was not bumped or dropped prior to the alarm and the drive support cap was not protruded, normal or flush. Customer stated there was crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.